Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (9270757) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat a cerebral infarction at the m1 segment of the middle cerebral artery (mca), the procedure was initiated by the standard combine technique. The 95cm emboguard 87 balloon guide catheter (bg8795u / 9270757), which the physician was already familiar with, was used as the balloon guide catheter. The emboguard was prepared as usual and was introduced into the patient¿s body along with an angiographic catheter. An attempt was made to inflate the emboguard but was not successful. The emboguard was replaced with a new emboguard which was used with a cereglide 71 catheter, an embotrap iii revascularization device and the thrombectomy procedure was continued via the combined technique. Recanalization was achieved after one pass with tici score of 3. The procedure was successfully completed. The physician commented that ¿the balloon might have [been] damaged during insertion to the sheath or inserting other device.¿ there was no report of any negative patient impact. On 08-dec-2024, additional information was received. Per the information, the surgical access for the procedure was femoral. The information indicated that ¿the lesion was left common carotid artery with severe tortuosity, type 3.¿ an 8fr introducer sheath was used. The information indicated that ¿the balloon partially inflated, but a leakage occurred.¿ there was no break in material integrity at the site of the defect such as cracking or fracture. No further information is available. On 17-dec-2024. Additional clarification regarding the target lesion was received. Per the information, ¿the target lesion for treatment was reported as the middle cerebral artery (m1). As the procedure progressed, severe tortuosity (type 3) in the left common carotid artery was identified.¿ based on the additional information received on 08-dec-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿